Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, and ok keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
A visual inspection of the pump showed that the keypad cover was intact. During testing, all the buttons were properly responsive. The keypad cover was opened and no internal defect was found. Unrelated to the complaint, the display was missing pixels. A test screen was installed and displayed properly, suggesting a failure of the display flex. The audio bolus button cover was detached. Additionally, the battery compartment was observed to be cracked.